Event description:
It was reported the patient was still in the hospital. The patient did not have neuroleptic malignant syndrome. The patient had an acute neurologic event and sepsis. It was noted that the primary suspect drug was prialt.

Event description:
It was reported that the patient had the pump system explanted due to an infection, and then subsequently experienced withdrawal. Two weeks following implant, the patient developed redness and swelling at the site of the pump and it was determined that the patient had an infection. The healthcare provider attempted to treat the infection with antibiotics but it was unsuccessful, so the pump and catheter were eventually explanted on (B)(6) 2012. A culture was taken and (B)(6) was present in the pump pocket, however, not at the tip of the catheter entering the intrathecal sac. Following explant, the patient was "not doing well". The reporter stated that the patient may have developed "neuroleptic malignant syndrome" as a result of intrathecal baclofen (itb) withdrawal. As of (B)(6) 2012 the patient was being monitored closely and being treated with high dose benzodiazepines and oral baclofen. As of (B)(6) 2012, the reporter stated that "the patient is recovering now, the plan is to re-implant when infection is gone". When the initial information was reported, the medications in the pump were said to be prialt and baclofen. Information later received on (B)(6) 2012 indicated the patient "was not on prialt at the time ae occurred. Only baclofen was in the pump". Then later on (B)(6) 2012 information received contradicted that information, saying patient had prialt and baclofen in pump. Prialt dose concentration was said to be 8.2 mcg/ml and baclofen 4000mcg/ml. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 8709 lot# j11138r34, implanted: 2002 (B)(6), explanted: 2012 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
After additional review, it was noted that the patient was treated with the benzodiazepine ativan to treat withdrawal symptoms. The concentrations and dosages of baclofen and prilat infused via the pump were as follows: baclofen 4,000 mg/ml, 1116.3 mcg/day; prialt 8.24 mcg/ml, 2.2885 mcg/day.